Event description:
It was reported to covidien on 08/24/2010 that a customer had an issue with a feeding pump. The customer reports that there was a power surge at 7:00 am est on (B)(6)2010, which resulted in the pump resetting from 30ml to 300ml per hour feeding rate. The customer stated that the grandmother noticed the 300ml rate, yet continued inputting additional formula when the bag was empty, which caused over feeding of the pt. The mother estimated the pump was running at 300ml per hour for 2 hours. As a result, the pediatric pt was rushed to the ER with apparent respiratory ailment. During check up, it was uncovered that the pt was suffering from necrotic bowel situation and a large amount of enteral formula was found in the stomach. The pt expired the following morning on (B)(6)2010. Additional info was received on 9/16/2010 surrounding the event. (B)(6) reported they were unsure if an autopsy was performed. Enteral feeding was the pt's sole source of nutrition. The pt was born with a congenital heart defect called left hypoplastic heart syndrome. The power surge reported by the pt's mother was said to have occurred due to a thunderstorm the night before and early into the morning of (B)(6)2010. The pt was fed via a 14fr kimberly clark mic-key g-tube and the power adapter was a covidien adapter, but was never retrieved by (B)(6). It is unclear if the unit was plugged into an electrical outlet at the time of the power surge. A liaison from (B)(6) stated that she performed some of the family teaching about the pump and enteral feeding to the pt's mother. The pt's mother, grandmother, and (B)(6) interpreter were also taught by the charge nurse on how to use the pump. The teaching sessions were performed 24-48 hours prior to the pt's discharge from the hospital.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.